Event description:
Button on meter will not work of the self-monitoring blood glucose meter (model emv).

Manufacturer narrative:
Customer complained that the meter has a button problem. Manufacturing records will be reviewed right after receiving the serial number. Relevant investigation will be initiated after receiving information.